Event description:
It was reported that the patient had been at the margin of indication criteria for a vibrant soundbridge with concerned ear. Since (B)(6) 2012 the patient has had intermittent hearing sensation. On pulling the pinna vertically up the sound returned for approximately 1 day, afterwards it disappeared again. The patient has sometimes a swelling in her middle ear canal. A re-implantation surgery with a cochlear implant is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.